Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert clso-8.5-12 for rt. Hepatic duct. They loaded the clso-8.5-12 at the oa-8.5, and put through the located visi2 straight 0.025 wire guide in the duct. After the inner sheath of oa-8.5 passed through the stricture site, they released the rock of oa-8.5 and pulled to separate the inner sheath. However, the inner sheet was not pulled well. The nurse felt severe resistance. The out sheath (pusher) of oa-8.5 was also not pushed well (pr 372380). She pulled very hard to place the clso-8.5-12 (pr 374492) and remove the oa-8.5. The inner sheet of oa-8.5 was stretched long and thin. They changed the wire guide to metii-35-480, and completed the procedure with a new oa-8.5 "did any section of the device remain inside the patient body?" "No." "Did the patient require any additional procedures due to this occurrence?" "No." "Did the product cause or contribute to the need for additional procedure(s)?" "No." "Were there any adverse effects on the patient due to this occurrence?" "No." "Did the product cause or contribute to the adverse effect(s)?" "No."

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-sep-2022.

Manufacturer narrative:
Device evaluation the oa-8.5 device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all oa-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted this complaint file is related to (B)(4) which was opened to capture the difficult advancement and incorrect size wire guide used with clso-8.5-12. It should be noted that the instructions for use states the following: ¿wire guide diameter and inner lumen of wire guided device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could be attributed to the use of a non-recommended size wire guide for the procedure. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used consequently impacting the device performance. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.